Event description:
It was reported that the health care professional (hcp) requested a review of stored atrial tachy response (atr) episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the device data and noted oversensed far-field signals. Ts provided reprogramming recommendations to adjust the sensitivity and prevent r-waves from being detected on the atrial channel in the electrogram (egm). No adverse patient effects were reported. This crt-d remains in service.